Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged power supply connector) was confirmed. As received, the battery charger would not power on. Upon evaluation, a piece of the power supply connector was lodged inside the port of the charger. The cause of the inability to power on is damaged power supply connector. The root cause of the lack of the damaged power supply connector is physical abuse. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that the charger power supply cord was damaged.